Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (removal surgery). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 3 (g4p3013), multi gravida, menometrorrhagia, endometrial polyp, adenomyosis, alcoholism, chronic anemia, abnormal uterine bleeding, menorrhagia, keratosis pilaris, cardiovascular disorder, bronchospasm, asthma, anxiety, depressive disorder (current moderate episode), pap smear abnormal and normal pregnancy on (B)(6) 2022 and past tobacco smoking (types: cigarettes) in 2008. Previously administered products included: iron. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4244 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [obstetrical procedure] on (B)(6) 2008: a : iup at 9 weeks. P : 1 st ob teaching done early genetic screening and quad screening explained to pt. [Pathology test] on (B)(6) 2022: specimens a. Uterus, uterus, cervix and bilateral fallopian tubes. Final diagnosis. A uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign ecto and endocervix. Polypoid endometrium with features of exogenous hormonal effect adenomyosis. Bilateral fallopian tubes with no significant pathologic change negative for malignancy. Clinical information. Abnormal uterine bleeding. Acute on chronic anemia. Gross description: a. Intact uterus with bilateral fallopian tubes. Adnexa: attached bilateral fimbriated fallopian tubes, right-6 cm in length x 0.5 cm in diameter, left- 5.5 cm in length x 0.7 cm in diameter, both are grossly normal externally. Other: there is a 1.3 cm in length x 0.2 cm in diameter metallic coil within each cornua. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: reporter information, patient information, medical history, lab data, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (removal surgery). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.